Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the turbohawk would not cross the lesion and was removed. The lesion was then dilatated with a balloon. The turbohawk was reintroduced. After about 20cm physician wasn't able to advance the catheter any further. The hawk was then removed. Physician then exchanged the sheath for an 8f hawk sheath. Afterwards the hawk was re introduced after the first pass it would not pack. Device was then removed and a replacement was pulled off the shelf. Case was then completed without incidence. No patient injury is reported. Investigation: the turbohawk was received for evaluation without the cutter driver or any other ancillary devices from the procedure. The cutter blade was at the distal end of the housing window. The distal edge of the housing window exhibited a cut from the cutter blade. There was no tissue beneath the cutter head assembly to divert the cutter head into the housing window. The tip assembly housing exhibited a lateral compression approximately 4mm from the housing window.